Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The caller who was the customer's daughter reported that she found air bubbles in their reservoir compartment of their insulin pump. The customer was assisted with trouble shooting and was assisted with reprogramming and rewinding the pump. The customer was advised to change the infusion set. The customer used a plunger to get the air bubbles out of the reservoir. No further assistance needed.